Manufacturer narrative:
It was reported that when staff plugged in the serfa wand, the generator said not recognized. Cord was moved to different positions which allowed the device to work and then quickly disconnect saying disconnected. It seemed like an electrical short in the cord. The staff grabbed a new device and finished the case. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, when staff plugged in the serfa wand, the generator said not recognized. Cord was moved to different positions which allowed the device to work and then quickly disconnect saying disconnected. It seemed like an electrical short in the cord. The staff grabbed a new device and finished the case.